Manufacturer narrative:
Additional information: g3, g4, h3. The device was returned, and an evaluation of the device was completed. An x-ray evaluation revealed that the cam assembly had been activated zero (0) times and two (2) stents were found before the trocar splay. However, the first stent was outside of the singulator while the second stent was inside. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The retraction button was found to be immobile because the cp-link had detached from the t-slot. As a result, the insertion sleeve was stuck in the forward position. It is highly unlikely that the device was shipped out with an immobile retraction button as the manufacturing controls in the manufacturing procedure requires the retraction button motion to be tested twice. The device was disassembled and visually inspected. No other non-conformances related to the reported event were found. The summary of the device evaluation findings was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the device evaluation findings-contrary to the customer reported event, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot#. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the surgeon observed what was described as silver tip missing during attempt to implant the stent from a trabecular micro bypass stent system. Per report, a back-up device was used to complete the procedure, and there was no patient injury. Additional information is being requested.